Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis could not replicate nor confirm the reported issue. No physical damage was found during visual inspection. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, there was tissue entangled in the gears of the force bipolar instrument. The customer attempted to pick out the tissue and process as normal, but the tissue was still stuck in the instrument gears. The customer could not continue to use the instrument on other patients. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tissue was found entangled in the gears of the instrument during procedure/in spd after the case. The procedure was an inguinal hernia, and the tissue was found from the procedure being performed that day. The surgical task was cauterizing tissue when the issue occurred. The jaws were stuck on tissue when the issue occurred. When surgeon was using the force bipolar, the scrub technician thought he over bit the tissue, and the excess tissue was what was left in the articulation part of the arm. The jaws were not stuck closed and there was no unexpected tissue removal. There were no abnormalities noted with the instrument prior to the procedure. There was no collision with other instruments or tools.

Event description:
Refer to h10/h11 for follow-up information.